Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the lumbar probe was twisted. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use on sclerotic (high density) bone. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that, while in a spine procedure, the site reported a damaged lumbar probe. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, was told the damaged lumbar probe instrument tip twisted in the sclerotic bone. RMA issued. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.